Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with two 275cc mentor smooth round moderate profile saline breast prostheses, suffered deflation of the right breast prosthesis, post-procedure. It was indicated that the patient has been seen by their doctor. As a result, the patient was scheduled for implant explantation and replacement surgery on (B)(6) 2020.

Manufacturer narrative:
On august 11, 2020, mentor became aware of the following additional information: the patient's age at the time of event, patient's ethnicity and race, correct date of event, and clarification that the patient underwent primary breast augmentation with the suspect medical device. The following fields have been updated accordingly. On august 22, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On august 25, 2020, mentor became aware that the patient had undergone bilateral replacement with the following devices: (right) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 9477520 sn: (B)(6) and (left) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 9474982 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 9, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, a tear was observed at a junction at the valve system. Additionally, an area of missing material was noted on the posterior view, measuring approximately 0.9 cm x 0.8 cm. Microscopic examination was performed to the tear and the missing material, and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. According with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).